Event description:
Smiths medical international ltd. Has been notified of an incident where a 16 gauge epidural catheter was used during major spinal surgery. In 2004 a debridment operation was performed and the operating surgeon recorded that a part of the epidural catheter had been left in the wound and was allegedly the cause of the infection. Althought the incident occurred in march 2004 this is the first notification that smiths medical has received of the event.